Manufacturer narrative:
The returned device analysis did not confirm the reported incomplete coaptation. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all the specifications. Based on the available information, a cause for the reported incomplete coaptation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve was chosen for a aortic valve replacement procedure. The valve was successfully implanted. After implanting the valve in the patient, there was a special valve tester in the set that should be used to assess valve leaflet mobility. When testing the valve following implantation, both leaflet were moving however with abnormal resistant, that raised the concern of leaflet not being freely moving. They felt it was not normal with potential of hemodynamic consequence on the blood flowing across the valve and possible patient harm. They took between 30-40 minutes for testing the valve and decision to replace made to replace the valve. The valve was replaced with a non-abbott valve. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm sjm regent heart valve was chosen for an aortic valve replacement procedure. The valve was successfully implanted. After implanting the valve in the patient, there was a special valve tester in the set that should be used to assess valve leaflet mobility. When testing the valve following implantation, both leaflet were moving however with abnormal resistant, that raised the concern of leaflet not being freely moving. They felt it was not normal with potential of hemodynamic consequence on the blood flowing across the valve and possible patient harm. They took between 30-40 minutes for testing the valve and decision to replace made to replace the valve. The valve was replaced with a non-abbott valve. The patient was reported stable.